Event description:
Related manufacturer reference #:1627487-2019-09640. It was reported the patient underwent surgical intervention where the scs system was removed (date and reason unknown).

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference #:1627487-2019-09640.